Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
The ipg was explanted and replaced due to patient¿s ipg reaching end of life. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The report of ¿end of battery life¿ was confirmed. Analysis and a longevity calculation of the returned ipg found the device had declared elective replacement indication (eri), end of life (eol), and the device had normal battery depletion.